Event description:
"The customer reported via the distributor that upon opening the product box, the screws were missing. It is further reported that the half block was present, but the screws were missing. It is further reported that the box had not been opened, and that there was no damage to the box, or the shrink-wrap. It is further reported that another box was opened to complete the procedure with no adverse consequences."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as it was discarded at the hospital. If device or add'l info becomes available, it will be submitted in a supplemental report.